Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was seen in the hospital for system testing due to a gradual rise in shock impedance measurements. A 35 joule commanded shock was delivered and afterwards a high out of range shock impedance measurement of greater than 200 ohms was exhibited. The rise in impedances was thought to be due to potential mineralization of the lead. At this time, no changes were made and the rv lead remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information provided from the field indicated this right ventricular (rv) lead is exhibited a high out of range shock impedance measurements of greater than 200 ohms during a shock. The field believes the rv lead may be fractured. No changes have been made and the rv lead remains in service. No adverse patient effects were reported.